Event description:
(B)(6): customer reports via phone that an approximately (B)(6) female patient was having a urethroscopy procedure when te system fluoro failed. Staff moved a portable c-arm fluoro unit into the room and the physician completed the procedure without further incident. No reported injury.

Manufacturer narrative:
Field service engineer (fse) found the tube warm up and spot working but no fluoro. Troubleshot system finding a damaged wire at the fluoro footswitch connector. Fse repaired damaged wire at connector and checked unit for proper operation per hut service checklist. Unit fully functional. Unit passed checkout procedures and was returned to full service by the customer.